Event description:
The customer contacted physio-control to report a non-critical issue upon inspection physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device for a non-critical issue, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. Physio replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Upon further evaluation it was observed that the noted event code was due to the shock button on the main key pad assembly resistance being out of tolerance. This can cause the device to fail to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue upon inspection physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.